Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility and mesh was implanted. It was reported that the patient had concurrent procedures of colpoplasty (anterior/ posterior), sacrospinous ligament fixation, accidental cystotomy and repair performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced chronic pelvic and vaginal area pain, painful intercourse, fecal incontinence, urinary leakage, burning sensation with urination, recurrent urinary tract infections, vaginal discomfort, odor and discharge and physical pain. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.